Manufacturer narrative:
The complaint device was returned to olympus for evaluation and repair. The evaluation could not reproduce the customer report. The unit was tested with a cv-190 video processor and multiple test scopes. Video imaging was functioning normally. The evaluation did find a loose scope socket tab not protecting the socket pins, a worn out socket air joint leaking air pressure, a cracked air pump nozzle, and missing lamp and lamp heat sinks. This event is under investigation. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the evis exera iii xenon light source did not recognize the scopes when they were plugged in. This event occurred during preparation for use. No patient harm or impact to patient care was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the user report was not confirmed. It was likely due to problems with other devices or not being fully connected as this problem could not be reproduced. The cause of the scope socket tabs loose and wear of the air joints was likely either repeated use since the device manufacture date or excessive force by the user. The cause of the cracked air pump nozzle was likely connecting the scope with excessive force. The IFU contains the following statements that may prevent damage to the device: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.